Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. Support engineer (pse) replaced the power switch overlay to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the green power led was not illuminated. There was no patient involvement.